Event description:
A laser technician reports slight horizontal lines in the flap beds following bilateral flap creation. This report is for the right eye, the left eye will be reported on manufacturer report # 3003288808-2012-00055. Surgeon agreed there was no impact on visual outcome, one day post-op, the acuity was noted to be 20/20.

Manufacturer narrative:
During the onsite investigation, the territory manager performed calibrated laser settings and successfully completed a system verification. A log file review of this patient's surgery showed no abnormalities that could have contributed to this event. A root case has not been identified. (B)(4).